Manufacturer narrative:
(B)(4). Date sent 6/17/2025 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that in a laparoscopic cholecystectomy procedure that a cautery wand that had pieces of the insulation broken off inside of the patient during laparoscopic surgery. It is the piece that covers the tip, insulated piece. The pieces were recovered and no adverse event. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/16/2025. Photo analysis: this is an analysis of a set of images submitted for evaluation. The images provided by the customer shows an electrode with the insulation damage and small piece detached. Based on the photo, the reported event was confirmed. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device batch number a97p79, and no non-conformances were identified.